Event description:
I am a (B)(6) year old female. I had no previous health issues prior to implants. I am a non-smoker and I do not drink alcohol or use drugs. I had a breast augmentation done in 2007 by dr. (B)(6) in (B)(6). I had mcghan smooth saline mp 360 implants placed under the muscle via a periareola incision. All was fine until about 3 years after my surgery in 2010 I began to have a decline in my health. It started with anxiety and depression. I have never had any problems with either of these things and I wasn't dealing with anything in my life that would contribute to such feelings. I also began to experience frequent uti's. I was then diagnosed with hypothyroidism in 2013. I was experiencing hair loss and fatigue as well as poor body temperature regulation . I was on levothyroxine, the prescribed medication for this condition and my levels were within range yet I remained symptomatic. In 2014 I began to experience extreme fatigue. Again another trip to the dr and there seems to be no explanation for my fatigue. I try changing my diet upon my physicians recommendation. Symptoms continue and get worse over the next few years. In 2017-2020 it gets really bad and I'm diagnosed with adrenal insufficiency as well as raynauds syndrome. I am having symptoms of autoimmune diseases. I am still on levothyroxine for hypothyroidism and having my thyroid checked regularly. It is always within standard range. Hair loss is very apparent. I began taking medicine for my anxiety. I have brain fog, I can't think clearly. Multiple urinary tract infections and I am diagnosed with interstitial cystitis. I began to have food intolerances to dairy. I avoid it. I began to have g.I. Issues. Frequent diarrhea and burning sensation. I began to have yeast infections. I have extensive testing done and nothing can be found concerning other than I'm low in vit d and magnesium. My blood work all appears to be in range. I am now experiencing all symptoms stated above as well as joint pain, sensitive to light, easily bruising, weight loss and a burning sensation in my left breast off and on. This continues and I can't seem to get help from the medical community. I see several doctors and am told I'm perfectly healthy. The burning in my breast was very concerning so I requested a mammogram. It did show unusual calcifications scattered throughout the upper quadrant of my left breast. They were deemed benign but they now suggest I do yearly mammograms as to detect breast cancer early. At this point I decided I wanted my breast implants removed and had that done in (B)(6) of 2020. I had a total capsulectomy performed with dr. (B)(6) in (B)(6). Upon removal there was a black discoloration noted in the valve of one of my saline implants and a micro leak in the other implant. Both implants appear to have white flakes floating in them and a slightly sticky feel to the silicone implant shell itself. Upon removal 75% of my symptoms went away immediately. Anxiety, depression, brain fog, joint pain urinary pain symptoms, g.I. Symptoms, bruising have all remedied themselves within a matter of three weeks. There is no doubt in my mind or my surgeons mind that my breast implants were the root cause of all my ailments. FDA safety report ID# (B)(4).